Event description:
Device 3 of 5. Reference MFR report #s 1627487-2011-10444, 1627487-2011-10445,1627487-2011-10447,1627487-2011-10448. The patient received the scs system on (B)(6) 2010 which included, an ipg, 2 quattrode 60 cm leads (different lots) and 2 quattrode 90 cm leads (different lots). It was reported the ipg eroded through the pt's skin. The physician removed the ipg and two leads. There was no infection present. The MFR cannot determine the lot numbers for the leads removed, therefore, five reports will be submitted.

Manufacturer narrative:
Results - as received, visual exam of the ipg revealed no anomalies that could have caused erosion. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.